Manufacturer narrative:
The analyzer's serial number is (B)(6). The sample has been requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient on a cobas e 602 module. An interfering substance is suspected. On (B)(6) 2024, the patient's result was 4779 pmol/l. On (B)(6) 2024, the patient's result was 111 pg/ml (equivalent to 407.37 pmol/l) using the another method (beckman dxi800 instrument). On (B)(6) 2024, the patient's result was 3614 pmol/l. On (B)(6) 2025, the patient's initial result was 3427 pmol/l, and the repeated result was 3432 pmol/l. On (B)(6) 2025, the clinical department questioned the patient's estradiol results from (B)(6) 2025. The sample from (B)(6)2025 was retested using different methods. The results were: 3427 pmol/l (with the e 602 module), 564 pmol/l (abbott method), 593 pmol/l (siemens method), and 548 pmol/l (beckman method).

Manufacturer narrative:
The calibration and qc were within specification. The alleged sample was received and investigated. The sample showed no signs of hemolysis, lipemia, jaundice, blood clots, fibrin strands, or air bubbles. The sample was identified by the department barcode for testing, ruling out sample confusion. There were no air bubbles or films on the surface of the reagent. Repeating the test with a new reagent yielded consistent results. Investigation results: a streptavidin interference can most likely be excluded. A ruthenium interference can most likely be excluded. A heterophilic interfering factor, causing a falsely increased value with elecsys estradiol iii was detected in the sample. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.